Event description:
It has been reported that AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert cold not be cleared by operator.